Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP. The manufacturer received information that the patient alleging sinus problem and great irritation. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed that device will not turn on, thermal pca and blower water ingress. A dust like contamination on the exterior and interior of the iso port (international organization for standardization), exterior and interior of the water tank lid, water tank seal, exterior and interior of the water tank, exterior and interior of the ui (user interface) bezel, exterior and interior of the top enclosure, inlet/outlet seal, exterior and interior of the center enclosure, blower motor, exterior and interior of the blower box, heater plate, heater plate spring, and the exterior and interior of the bottom enclosure. Hairlike fibers on the blower motor, heater plate, and the interior of the bottom enclosure. A string like fiber on the interior of the center enclosure. Customer/patient applied tape over the power button, the tape is not needed due to the power button working properly without the tape on. Product investigation laboratory technician observed the water tank being overfilled which causes the water to leak into the device. Potential liquid ingress with a white powdery substance consistent with mineral deposits on the interior of the iso port, exterior and interior of the water tank lid, water tank seal, exterior and interior of the water tank, exterior of the top enclosure, interior of the center enclosure, blower motor, interior of the blower box, heater plate, heater plate spring, and the interior of the bottom enclosure. Potential corrosion/rust on the heater plate spring. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found four error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed water marks in the device and are consistent with being from an external source.